Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose was 304 mg/dl. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy.